Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. (B)(4).

Event description:
As reported by voluntary medwatch, the white tip of the vista brite tip catheter appeared frayed, seemingly as it came apart. The device did not produce a steady flow of saline, even when flushed. As per the contact at the account, no additional information is available.

Manufacturer narrative:
As reported by voluntary med watch, the white tip of the vista brite tip catheter appeared frayed, seemingly as it came apart. The device did not produce a steady flow of saline, even when flushed. As per the contact at the account, no additional information is available and the catheter is not available for return. The sterile lot number for the device is unknown therefore a device history report review could not be performed. Without the return of the device the reported customer complaint of catheter tip frayed could not be confirmed. With the limited information provided it is not possible to draw a conclusion between the reported event and the device. There is nothing to suggest that there is a design or manufacturing related issue therefore no corrective action will be taken. (B)(4).